Event description:
It was reported the guide wire broke off inside patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 3cg stylet. The depicted portion of the device included the polyimide region. Multiple kinks were observed within the polyimide region and the distal tip appeared to be broken and irregular. The distal tip of the stylet appeared to be completely detached and was not visible in the photograph. While stylet damage was evident in the submitted photograph, inspection of that photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device kinking during removal/reinsertion, advancing the stylet past the tip of the catheter during placement, and environmental factors affecting the polyimide tubing material properties. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn1977 showed two similar product complaint(s) from this lot number.

Event description:
It was reported the guide wire broke off inside patient. No other information provided.